Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 676 mg/dl at the time of incident. Customer states reason for hospitalization was diabetic ketoacidosis and heart attack. Customer treated with insulin drip. The insulin pump will not be returned for analysis.